Event description:
A report was received form a user facility in (B)(6) stating: "on the second day the surgeon has discovered a staphylococcus infection. Additional information was received from the surgeon on (B)(6) indicating that the patient who underwent a retinal surgery for removing epiretinal membrane on (B)(6) was presented two days later with pain and sudden visual acuity decrease. The patient was hospitalized in emergency and treated with intravitreal and intravenous injections of antibiotic as well as reinforced eye drops. Diagnosis was acute post operative endophthalmitis caused by coagulase negative staphylococcus. Actual medical status of the patient reveals poor visual acuity 1.6/10 (20/120) and a cataract along with cloudy vitreous in inferior periphery. It is unknown if the cataract was present before the incident."

Manufacturer narrative:
The product is not available for evaluation. Sterilization and lot history records were reviewed and no exceptions were found. There are no other similar reports for this lot number.